Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd access system (was) and a versacross transeptal device. In a pre procedural baseline transesophageal echocardiogram (tee) there was no indication of thrombus or spontaneous echo contrast (sec). After an intracardiac echocardiography (ice) catheter was advanced it was noted there was significant sec in the left atrium. The transeptal puncture (tsp) was performed using the versacross needle and the was was introduced into the patient. A second tsp was performed and when the ice catheter was advanced into the left atrium a large thrombus was identified in the left atrial appendage. The procedure was aborted and the patient was instructed to remain on oral anticoagulant medication.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. Detailed product information was not provided. We completed a good faith effort to obtain the information, but it was not available because no further information was available beyond what was provided on the medwatch form. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd access system (was) and a versacross transeptal device. In a pre procedural baseline transesophageal echocardiogram (tee) there was no indication of thrombus or spontaneous echo contrast (sec). After an intracardiac echocardiography (ice) catheter was advanced it was noted there was significant sec in the left atrium. The transeptal puncture (tsp) was performed using the versacross needle and the was introduced into the patient. A second tsp was performed and when the ice catheter was advanced into the left atrium a large thrombus was identified in the left atrial appendage. The procedure was aborted and the patient was instructed to remain on oral anticoagulant medication.